Event description:
During an endoscopic procedure, the physician used a cook endoscopy acuject variable injection needle (device 1 of 3). The injection needle was advanced into position and the user attempted to extend the needle from the outer catheter. Instead of extending from the outer catheter, the needle penetrated the side of the outer catheter. The injection needle was removed and the physician used another injection needle to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The user facility indicated that the same observation was made on 2 additional devices used during this procedure (devices 2 and 3). The observations and outcomes are identical device 1. For suspect medical device information on devices 2 and 3, see report numbers 1037905-2008-00031 and 1037905-2008-00032.

Manufacturer narrative:
Evaluation: only device 1 was returned for evaluation; devices 2 and 3 were discarded by the user facility. Our evaluation of the returned device confirmed the report of needle penetration of the outer catheter. The injector handle was returned in the fully advanced position; the injector handle position corresponds to full needle extension. The needle is exiting the outer catheter in the back section of the catheter approx 7mm from the distal end. A discrepancy or anomaly that could have contributed to needle penetration of the outer catheter was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that advancing the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.